Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that there was separation of the tubing; therefore, the incident could be verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced tubing expansion/ballooning and defective/damaged tubing. The following information was provided by the initial reporter: set was connected to a pump and ruptured. 1 set tubing failed completely (not retained). 1 set tubing wall began to fail and developed bolus. Packaging was not retained and lot number is unknown for both of these. Product sku is 2426-0500. No patient injury reported at this time, just delay / interruption of therapy.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that the alaris pump module smartsite infusion set experienced tubing expansion/ballooning and defective/damaged tubing. The following information was provided by the initial reporter: set was connected to a pump and ruptured. 1 set tubing failed completely (not retained). 1 set tubing wall began to fail and developed bolus. Packaging was not retained and lot number is unknown for both of these. Product sku is 2426-0500. No patient injury reported at this time, just delay / interruption of therapy. Set was connected to a pump and ruptured. Date and time was not reported but was sometime in june. H3 other text : see h10.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced tubing expansion/ballooning and defective/damaged tubing. The following information was provided by the initial reporter: set was connected to a pump and ruptured. 1 set tubing failed completely (not retained). 1 set tubing wall began to fail and developed bolus. Packaging was not retained and lot number is unknown for both of these. Product sku is 2426-0500. No patient injury reported at this time, just delay / interruption of therapy. Set was connected to a pump and ruptured. Date and time was not reported but was sometime in june.